Manufacturer narrative:
The drill attachment was contained by the manufacturer and the device was disassembled. Foreign debris was found surrounding the nose bearing, preventing it from rotating freely. Debris within bearings will cause excessive friction, which can lead to head being generated. The drill attachment could not be repaired, and therefore was not returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, the drill attachment heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.